Event description:
Implants ruptured and I have since developed consistent itching, burning, and pain in both breasts, eczema rashes on my body and scalp. Skin breaking out, fatigue, weight gain, constant body aches, joint pain. Headaches, vertigo, dry mouth and eyes, bruising easily and digestive issues.